Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
One titan otr pump, two cylinders and a reservoir were received for evaluation. A separation within abrasion was noted on the reservoir inlet tubing. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces to be rough and irregular indicating sufficient stress was exerted to separate the site. Microscopic examination revealed a partial separation within abrasion adjacent to the site of separation. Testing revealed this to not be a site of leakage. Partial separations were noted on the longer pump exhaust tubing, and on the pump inlet tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing and reservoir inlet tubing. Microscopic evaluation revealed a group of partial separations on the reservoir inlet tubing. Testing revealed this not to be a site of leakage. Microscopic evaluation striations, indicating contact with unshod instrumentation. No functional abnormalities were noted with the pump or cylinders 1 or 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing, reservoir inlet tubing, and cylinder exhaust tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the reservoir inlet tubing resulting in separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Lot number: 2681930 the lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction of the reservoir tubing. Leak in tubing from the reservoir. The physician felt the leak was in the reservoir tubing, possibly connectors. No apparent infection reported. The device was implanted 10 years ago. The device was removed/replaced.